Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05nov2019.

Event description:
The customer reported hearing a noise at the time of the exhalation. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported. The support service technician performed evaluation and confirmed the reported problem. The support service technician then adjusted the vibration-proof ring to resolved the issue. Performed the functional test after the repair. No other phenomenon was found during maintenance.